Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was oversensing the atrial signal and inhibiting lv pacing. Boston scientific technical services (ts) reviewed data from the system and noted that within 7 days of implant the capture thresholds had increased and sensing amplitudes decreased. A review of lead position was recommended. The physician plans to bring the patient in for a lead revision. This lv lead remains in service. No adverse patient effects were reported. Additional information was received that the system was reprogrammed. No revision procedure will be performed.